Event description:
The device was used during a video assisted thoracic surgery bullectomy. Reportedly, after firing, the staples were not formed correctly. The squeezing force of the handles felt stiff. A reoperation was performed the following day due to a metal piece was confirmed on x-ray in the cavity.